Event description:
It was reported: pt - has blisters. Clearing up nicely, however the pt is prone to keloid scaring. She has olive tone - so they will give her hydro cortisone after her blisters heal.

Manufacturer narrative:
Ulthera technical user's manual: 2.3 precautions. Treatment energy is not recommended for use directly on an existing keloid.